Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over from server to multiple stations. A technical support specialist (tss) dialed into server and reviewed the health sight viewer, which displayed notices indicating that the med host system was down due to an interface communication issue. The tss restarted the external communication, inbound communication, and network services, confirmed that the disconnection status remained unchanged, contacted the customer to inform about the med host system alerts, and applied the knowledge article titled pieservice.exe crashes due to ntdll.dll to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over from the es server to multiple stations. The orders were visible on the es server, and there were no error messages on either the stations or the server.there were no adverse events or injuries reported based on this event.